Event description:
A caller reported experiencing a cartridge alarm 20 during pumping, which was acknowledged as a recurring issue with consecutive cartridges. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, tandem technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump while making no backup insulin therapy available, intending to consult a healthcare provider.